Event description:
The customer stated, he was hospitalized for diabetic ketoacidosis and the blood glucose reading was 1054 mg/dl. Troubleshooting was performed and the insulin pump passed the prime test. The customer did not have the tubing clamp to perform the high pressure test. The medical doctor felt that the hospitalization was caused by either bad insulin or an insulin pump malfunction. However, the customer had been using the insulin pump since the hospitalization with no further problems. The customer also stated, that his glucose meter was tested at the hospital and it was off by 30 points.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.